Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "ruptures confirmed via ultrasound." Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as fold flaw opening, one opening on the anterior side assessed as smooth opening and missing side assessed as inconclusive. Additional observation. ¿ no penetrating nick (stress marks) . ¿ crease fold observed.

Event description:
Healthcare professional reported right side "ruptures confirmed via ultrasound." Device remains implanted.

Event description:
Healthcare professional reported right side "ruptures confirmed via ultrasound." Device remains implanted.